Event description:
Nicu [neonatal intensive care unit] infant with heated humidifier in nonfunctioning/broken isolette . Infant unable to maintain temperature despite warm blankets, heated snap pack and warm isolette' s environmental temp. Patient required isolette change with functioning heated humidifier.